Event description:
It was reported that this right atrial (ra) lead is exhibiting intermittent high out of range pace impedance measurements greater than 2500 ohms. The impedance measurements were noted to be intermittently greater than 2500 ohms and then drop back down to the mid 300 ohms range. There was also noise noted on the presenting electrogram, but no pacing inhibition was observed. The ra lead was noted to be programmed to a unipolar pacing and bipolar sensing configuration. The healthcare provider (hcp) indicated that they have been dealing with this impedance condition for some time now and recently received a new high out of range impedance alert, but they could not see the new impedance measurement value. Boston scientific technical services (ts) explained to the hcp that the impedance measurement associated with the latest alert occurred yesterday but the 24 hour trend window had not closed, so the measurement value has not been reported yet. Ts provided guidance to the hcp that they could have the patient perform a patient initiated interrogation (pii) of their single chamber pacemaker device using their remote monitoring communicator next week in order to review the impedance measurement associated with the latest alert as well as review additional impedance data collected during that time in order to determine the current impedance trend. The ra lead remains in-service. No patient symptoms or adverse patient effects were reported.